Manufacturer narrative:
Concomitant medical products: patient medications include; tahor, kardegic, doliprane, avodart, zyloric, eupantol, coversyl and sectral. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient referenced in this complaint file is enrolled in an (B)(4) to evaluate gore® excluder® aaa endoprosthesis featuring c3® delivery system in the treatment of infra-renal abdominal aortic aneurysms. Medical reports provided by the clinical research associate were received for event #(B)(4). Based on the information included in the reports, the patient had several type ii endoleaks originating from different arteries after the implantation on (B)(6) 2013. On (B)(6) 2013, imaging identified a type ii endoleak originating from the left lumbar artery. On (B)(6) 2013, the patient underwent an additional procedure to address the endoleak. It was reported the lumbar artery was coil embolized resulting in the successful resolution of the endoleak. This incident was previously reported under manufacturer report # 2017233-2013-00643. On (B)(6) 2013, imaging identified a new type ii endoleak originating from the inferior mesenteric artery. It was reported that on (B)(6) 2014, the endoleak was resolved after successful embolization of the inferior mesenteric artery. This incident was previously reported under manufacturer report # 2017233-2016-00137. On (B)(6) 2014, follow-up imaging identified a new type ii endoleak originating from the left internal iliac and a lumbar artery. The aneurysm sac was reported to be stable with a reported diameter of 58 mm. However, images taken on (B)(6) 2015, showed the aneurysm diameter had significantly increased and now measured 65 mm. On (B)(6) 2016, the patient underwent an intervention whereby the left internal iliac artery and a lumbar artery were embolized. Reportedly, the physician will continue to monitor the patient while the patient continues on medication treatment.